Manufacturer narrative:
This report is being submitted for the right eye. A lot history was completed and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. One sealed blister was returned. The parameters of the lens was measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No other visual attributes were observed. There was not enough solution to measure ph and conductivity. All MDR reportable events are reviewed in quarterly management review meetings.

Event description:
An optometrist called 2009 to report that a new patient (pt) presented twelve days prior, with irritation and blurred vision in both eyes after 2 weeks of oasys daily wear. The doctor stated that the pt reported being a new contact lens wearer as of 2008 when the pt was initially placed in oasys trial product. The pt was using optifree solution. The pt reported having discontinued contact lens wear approx five months later, due to the same symptoms. It is not known if the pt sought medical attention from the prescribing eye care professional (ecp). The pt resumed oasys lens wear again sometime after that month. Upon examination, the reporting optometrist noted larger epithelial defects, mild staining and a subepithelial haze ou. Visual acuity was count fingers only od and 20/200 os with correction with glasses. Doctor stated that the epithelial defect od "measured 5mm x 3 mm most likely a reaction from oasys lenses and optifree solution." The pt was referred to an ophthalmologist/corneal specialist.